Event description:
It was reported that during a 3dimensions procedure the c-arm rotated without any command from the user. No patient injury was reported nor staff. A field engineer examined the equipment and it was determined that the rotation rocker behind the detector was not springing back and was getting stuck. The rotation switch and the c-arm bank switch was replaced. The system was examined and passed all operations and tests. The system met the manufacturer´s specifications. No other information is available.